Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise oversensing leading to pacing inhibition and inappropriate shocks were observed on merlin.net transmission. Patient also experienced multiple syncopal episodes due to the inhibiting of pacing. Noise was not reproducible in clinic. Device was reprogrammed. Eventually, lead was capped and replaced on (B)(6) 2018. Patient was stable.